Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature transmitter battery countdown occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, transmitter error was found in connection to the reported allegation. The reported event of a premature transmitter battery countdown is reportable based on the finding of a transmitter error. No injury or medical intervention was reported.